Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy tube. Pictures submitted, which did not reveal any abnormalities. The device passed inspection prior to release at 100 percent.the cuff tear occurs during tracheostomy procedure due to contact with sharp edge which is in conflict with IFU page 4: "guard against cuff damage by avoiding contact with sharp edges." In order to reproduce failure mode, four samples were taken from production floor. The four samples small tear with razor was made to reproduce the failure mode in the cuff. Results: the tear in the samples is similar of the returned sample no fault could be established.

Event description:
Photos attached and summary on investigation in h 10.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical trach was leaking at the pilot balloon. There were no reported adverse events.